Event description:
Boston scientific received information that during a follow up visit, interrogation revealed five dates with out of range shock impedance measurements. An internal technical service consultant was provided with a data disk for review to determine whether these five measurements could be due to sensitivity of measurements and the manner of how these measurements are performed or due to electromagnetic interference rather than due to a lead or device issue. Engineering reviewed the data and determined that the out of range measurements could have been due to an external source. As it was unknown whether the patient was close to a external source during the measured data, a recommendation was made to perform lead integrity testing. The physician was informed of the recommendations. A manual shock impedance measurement performed revealed a normal measurement. A decision was made to closely monitor this device and right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.